Event description:
It was reported that this right ventricular (rv) lead recorded gradual high out of range shock impendence measurements prior to the replacement procedure. Technical services (ts) reviewed the device data and expressed concerns about therapy effectiveness during shock delivery. A replacement is expected in the near future. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead recorded gradual high out of range shock impendence measurements prior to the replacement procedure. Technical services (ts) reviewed the device data and expressed concerns about therapy effectiveness during shock delivery. A replacement is expected in the near future. This rv lead remains in service. No adverse patient effects were reported. Additional information was provided that this rv lead was replaced and surgically abandoned due to the high out of range shock impendence measurements, the revision procedure was successfully completed. No additional adverse patient effects were reported.